Event description:
It was reported amputation was done. Doi: unknown. Dor: (B)(6) 2021. Unknown knee side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left knee pfc sigma/lps tka with left distal femoral replacement and lateral lenticular release to treat distal femoral fracture and malunion secondary to b-cell lymphoma as well as severe valgus disease and joint contracture. The patella was resurfaced, and competitor cement x 4 and cement restrictor x1 were utilized. The femoral side was rebuilt utilizing an depuy universal stem, distal porous femoral sleeve, lps low-profile femoral component, lps adapter and bolt, and an lps tibial insert with lps hinge pin. The tibial side received and mbt cemented tibial component and cemented tibial stem. Intraoperatively, the surgeon notes there was severe valgus disease that caused lateral patellar tracking which was treated with an extensive lateral retinacular release and patellar resurfacing. Due to the patient¿s morbid obesity and extensive comorbidities, she was placed in a tracker brace locked in full extension for a minimum of 6 weeks and will be recovering in a long-term rehabilitation facility. Doe (B)(6) 2015: patient presents with left patellar fracture after twisting the. X-rays confirm the patellar fracture with an intact patellar button. Treatment is conservative: a continuation of the tracker brace and no weightbearing of left leg for two weeks, then eventual weaning off the brace. Clinic note dated (B)(6) 2016: patient presents with a fever as well as pain and swelling of the left knee. Joint aspiration reveals a mrsa infection. Patient received an I & d with a revision of the left knee lps hinged insert to treat pain and swelling secondary to mrsa infection. The patient was placed on IV antibiotics. The procedure was completed without complications. The amputation was after a second revision and not the outcome of the initial infection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: this device was also subject of (B)(4) and (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed. And no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.